Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy during testing. There has been no report of patient involvement. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing. There was no evidence of the error recorded in the event history log. The reported problem was duplicated/verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The investigation found inaccurate delivery to be cause of the reported issue. The root cause was unknown. It was recommended to have the expulsor assembly replaced as corrective action to meet manufacturing specifications for accuracy. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.